Event description:
It was reported that the patient reported infusion set being caught and ripped out during a parade on (B)(6) 2026 due to which the patient faced high blood glucose (300 mg/dl).

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380